Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05024. On 12/06/2013, the pt was implanted with an scs system and stimulation was satisfactory post-op. The pt went to the hospital the following day and his scs system was explanted due to experiencing weakness and a loss of movement in his legs. The pt has been regaining sensation in his legs since being explanted. The pt will undergo recovery via rehabilitation. Sjm was made aware of the event on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.